Event description:
It was reported that patient experienced loss of therapy. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the lead was explanted and replaced to address the issue. It was noted during the procedure that the lead was fractured. It is unknown which lead was fractured.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model:3186 , UDI: (B)(4), serial:(B)(4) , batch: a000119326 date of event is estimated.